Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product will not be returned to boston scientifiic. A new device was implanted form the opposite side. No infection was observed. The cause of issue was suspected to pressure necrosis. No adverse patient effects were reported.